Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: "after placing the device into the abdominal cavity, the trigger was pulled to ligate. But, the clips were not loaded and jaws were closed. This occured 2-3 times. The device was replace with the new device." Product is available for return. Additional information was received via email on 20dec2023 from [name], amk territory manager "the issue was initially observed when first several clips were used. Ctr03 5mm trocar was used. When the trigger was pulled, a clip was not loaded. After squeezing the trigger several times, a clip was finally loaded. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The actuation was completed by fully squeezing the trigger and allowing the device to rest. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The device was reset, but the feeder didn't push a clip 2-3 times when squeezing the trigger. The trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital] "after placing the device into the abdominal cavity, the trigger was pulled to ligate. But, the clips were not loaded and jaws were closed. This occured 2-3 times. The device was replace with the new device." Product is available for return. Additional information was received via email on 20dec2023 from [name], amk territory manager. "The issue was initially observed when first several clips were used. Ctr03 5mm trocar was used. When the trigger was pulled, a clip was not loaded. After squeezing the trigger several times, a clip was finally loaded. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The actuation was completed by fully squeezing the trigger and allowing the device to rest. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The device was reset, but the feeder didn't push a clip 2-3 times when squeezing the trigger. The trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.